Event description:
It was reported to boston scientific corporation on february 29, 2008 that a corflo cubby low profile gastrostomy device was placed in 2008 (patient age, gender and weight unknown). According to the complainant, at approximately 11 days later, the right angle feeding tube leaked between the y port and tube. The peg device was replaced with another corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "good."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date and the expiration date can not be determined. A visual inspection of the returned device revealed that the bond between the y port and the tube is beginning to fail. It appears that the bond failure is due to either incorrect bonding technique or not enough bonding solvent being used.